Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulty occurred. The lesion was pre-dilated, unknown type and size balloon. The physician implanted a taxus express2 3.5x16mm drug eluting stent to the mildly tortuous, noncalcified, proximal right coronary artery (rca). The stent was fully deployed and well apposed. Upon withdrawal of the stent delivery system (sds), the sds would not go into the guide catheter and everything was removed as one unit. The same guide and a new wire were then inserted. Ivus was performed followed by post dilatation, unknown type and size balloon. No patient injuries or complications were reported.